Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was alleged that the battery must be changed frequently. It was reported that the battery compartment was cracked and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump¿s black box showed drastic voltage fluctuations. A visual inspection of the pump revealed crack on the battery compartment. There was no evidence of moisture found inside the battery compartment. A leak test was performed and battery compartment and bolus button leaks were found. The pump¿s sleep current draw was found to be out of specification. The pump case was removed and moisture corrosion was found on the cgm module. The cgm transceiver flex was disconnected and the pump was rebooted. The pump¿s sleep current draw returned to specification. Unrelated to the complaint, the display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.